Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found a crack occurred 11 mm from the tip of the probe and there were contact marks around the cracks. Also, evaluation found the tissue pad was worn and there was a mark of contact with the probe on the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the detached grasping section at the rear end could not be determined, the defect likely occurred due to the following: 1) the tissue pad was worn out because the ultrasound was output with the gripper closed (including after the tissue was cut) without grasping the tissue. 2) due to wear of the tissue pad, the gripping part and the tip of the probe came into contact. 3) cracks occurred in the probe because ultrasonic waves were output while the grip and probe were in contact. In addition, contact marks were generated. 4) probe damage error (error code: u504) occurred because the probe was output with a crack. 5) when outputting with the probe in contact with the rear end of the grip, the following load was applied to the grip, which caused the grip to break at the contact trace and fall off. Ultrasonic vibration due to ultrasonic output. Heat was repeatedly applied to the grasping section due to ultrasonic vibration, and the grasping section expanded and contracted. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the sonicbeat front-actuated grip displayed an u504 error messages. The error message was displayed multiple times when trying to use the device intraperitoneally during the procedure. No problems were found during a probe check or with the probe itself. Another probe was used to complete the procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the grip was broke and partially missing. The report is being submitted due to the defect found during evaluation.